Manufacturer narrative:
(B)(4). Investigation: a review of the complaint history, device history record, instructions for use(IFU), quality control(qc) and a visual inspection of the returned device was conducted for the purpose of this investigation. The complaint device was returned for evaluation. The sheath tip did not appear to be split, however, there was damage to the sheath. A visual inspection shows that there is bulging at the tip of the sheath, and the sheath tip appears to have an accordion effect beginning 2.7cm from the distal tip. One other complaint on the same lot exists for the same failure mode from the same hospital (not reportable). The investigation of the returned complaint device revealed the damage to the sheath tip occurred while attempting to insert the device into the patient. Per qc, final inspection for ansel flexor check-flo introducer, requires 100% inspection to confirm distal ends of sheath and dilators are smooth and free of rough edges and that there is a smooth transition between the sheath. The instructions for use, t_intro_rev2, lists steps for introducing the sheath into the patient. Those steps include, "insert the dilator completely into the introducer and, for introducers with tuohy-borst valves, tighten the tuohy-borst valve around the dilator." Also, "insert dilator/sheath combination over wire guide." Based on the damage to the sheath, it is likely the damage occurred while introducing the sheath into the patient.

Event description:
During a paod procedure on the (B)(6) female patient, the physician experienced difficulty during the attempt to advance the sheath over the wire guide. He noted the sheath tip was split and he was unable to insert the sheath into the patient. The physician used a replacement to complete the procedure. No adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During a paod procedure on the (B)(6) female patient, the physician experienced difficulty during the attempt to advance the sheath over the wire guide. He noted the sheath tip was split and he was unable to insert the sheath into the patient. The physician used a replacement to complete the procedure. No adverse consequence to the patient.